Event description:
Corail broach handle not latching, continued with one broach handle. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary visual analysis of the returned sample exhibited 952211500/corail broach handle with heavy damaged, deep impaction marks and nicks were observed on areas which are not intended to be impacted. A functional test was performed with a retained mating sample (l20409) and it was noted that handle was not properly retaining broach. Assembly was not as secured as required to perform operation. Visual analysis of the hinge denoted repetitive usage. However, when tested with mating device, locking mechanism and lever got well tightened and fulfilled the intended operation with no loosening condition identification. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.